Event description:
Patient admitted with svt and atrial fibflutter; s/p ppm implantation 8/29/91. Chest xray and bedside pm interrogation revealed a broken atrial insulation wire and pm failure. Patient taken to o.r. 2/2/94 for replacement of ppm. Patient stable post-operatively.